Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific that, while using a hydrothermablator procedure set during an hta procedure, half way through the procedure there was a fluid loss as detected by the machine. The physician cooled the patient down, corrected the cervical seal, and started the procedure again. Due to the fluid loss, the patient suffered a vaginal burn described as about the size of a quarter on the posterior vaginal wall, which was treated with silvadene cream. The patient was reported as doing "fine".